Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) batteries are depleting even when plugged into the outlet. There was no patient harm reported.

Manufacturer narrative:
Biomed reports unit was not in the pushed into the cart fully. After unit is pushed into unit batteries are charging without issue. A getinge field service engineer (fse) arrived onsite to fully charged batteries. Unable to reproduce the issue the customer experienced. Completed system checkout with all functional and safety tests per manufacturer specifications. Returned unit to customer for use. Patient involvement was there, but no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries are depleting even when plugged into the outlet. There was no patient harm reported.